Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 3002806535-2017-01201, 3002806535-2017-01203. Concomitant medical products: 161470 oxf twin-peg cmntd lot 2234858, 154727 oxf uni tib tray sz e lot 2379351. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in the study the patient experienced pain and swelling in the right knee. No further information has been made available at this time.